Event description:
Boston scientific received information that this pacemaker has reached elective replacement indicator (eri). There is concern that the battery depleted sooner than expected, as there was a normal magnet rate of 100 ppm noted three months ago, and now has a magnet rate of 85 ppm indicating eri. The health care provider was concerned about interrogating the device because the device appeared to skip the elective replacement near (ern) phase that lasts approximately one year. Additional information was received that the device was explanted and was returned to our post market quality assurance laboratory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available. This investigation will be updated when analysis is complete.

Event description:
Boston scientific received information that this pacemaker has reached elective replacement time (ert). There is concern that the battery depleted sooner than expected, as there was a normal magnet rate of 100 ppm noted three months ago, and now has a magnet rate of 85 ppm indicating ert. The health care provider was concerned about interrogating the device because, the device appeared to skip the elective replacement near (ern) phase that lasts approximately one year. Additional information was received that the device was explanted and was returned to our post market quality assurance laboratory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.